Event description:
On (B)(6) 2019, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, bilateral type I distal endoleaks were reported for the patient. The endoleaks were identified within the contralateral leg components. The physician planned to reintervene on (B)(6) 2023 and implant bi-lateral extensions and embolize the left internal iliac artery. It was later reported that on (B)(6) 2023, the physician performed reintervention surgery in which bi-lateral extensions were implanted and the left internal iliac artery was embolized.

Manufacturer narrative:
H6 code f1901: reintervention surgery was performed. Gore fsa (field sales associate) reported reintervention surgery was performed on (B)(6) 2023. Patient medication was provided and are as follows: aspirin, lipitor, cardizem, tikosyn, synthroid, lopressor, prilosec, effexor h6 code e2121- code has been updated to reflect endoleak. Code a051201: code has been updated to reflect issue reported. Code b20: updated to reflect device remains implanted and is not available for return.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, bilateral type I distal endoleaks were reported for the patient. The physician plans to reintervene on (B)(6) 2023 and implant bi-lateral extensions and embolize the left internal iliac artery.